Event description:
It was reported to philips that device was giving errors indicating the lateral image processing computer was unusable, which would prevent imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a procedure in ep lab. The procedure got delayed and moved patient to cath lab to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing computer was unusable, which would prevent imaging. A review of the system log file confirmed the malfunction of the lateral ip-pc. The fse replaced the new frontal and lateral ippc as well as the host pc due to compatibility issues with the latest software version. The fse also found that the system single link dvi ext was not available. So, the fse replaced the single link dvi. The part analysis of both ip-pc and host-pc were performed and the ippc showed error with lin-pci-chk however there was no failure observed for host-pc. After replacement of ip-pcs, host-pc and dvi, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.